Manufacturer narrative:
Patient sex and patient codes correction. Corrected data: field should be blank as mean patient gender was not provided in the literature. The number "3" was incorrectly entered in initial report 2025587-2018-02124. Valvular regurgitation code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: naqvi tz. Echocardiography in transcatheter aortic (core)valve implantation: part 2¿transesophageal echocardiography. Echocardiography. 2018 jul 7;35(7):1020-1041. Doi: 10.1111/echo.14034. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of 2d and 3d transesophageal echocardiography (tee) images and cine loops during transcatheter aortic valve replacement using the first-generation medtronic corevalve. All data (tee images and cine loops) were acquired during the first generation of corevalve procedures; a date range was not provided. The study population included an undisclosed number of patients (predominant gender, mean age and weight were not provided), all of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: valve-in-valve implantation in an (B)(6) -year-old male patient, incomplete focal valve expansion due to small and large nodular calcium preventing proper sealing of the aortic annulus by the stent, low or high deployment of the valve, low stent in the left ventricular outflow tract abutting against anterior mitral leaflet resulting in marked restriction anterior mitral leaflet motion and development of mitral stenosis and increased gradients, aortic rupture the site of the aortomitral junction, significant paravalvular leak, and severe aortic regurgitation. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.